Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/07/2015 with the following findings: a review of the pump history showed that the last basal delivery and the last bolus delivery were on (B)(6) 2014. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. No activity outside of the normal use was observed in the black box history. A delivery accuracy test was performed and the pump was found to be delivering within the required range and delivering accurately. Unrelated to the complaint, evaluation revealed that the display screen was discolored. The complaint that the pump was delivering insulin inaccurately was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter alleged that the pump inaccurately delivered insulin. It was noted that the patient was using advanced bolus features. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.